Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03june2019. A follow-up report will be submitted once the evaluation is complete.

Event description:
The customer reported that the v60 unit had a defective touch screen. The device was in clinical use at the time of the malfunction, but there was no patient or user harm.

Manufacturer narrative:
Date rec¿d by MFR : 28jun2019, date of report : 25jul2019. The philips field service engineer (fse) confirmed the touchscreen failure. The fse replaced the touchscreen to resolve the issue. No parts have been returned, therefore the root cause cannot be determined. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 30aug2019; b4: 03sep2019. Failure analysis on the returned touch screen shows that the ul_lr and ur_ll resistance were out of spec. Fault was found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.